Event description:
During a biceps tendon repair the anchor broke during insertion. The surgeon dilated with the 5.0 dilator supplied with the system. The distal threads broke and were left embedded in the patients' bone. The surgeon used the ao-two-finger technique and maintained axial alignment during insertion. Two additional anchors were used to complete the repair without any issue. No delay took place and no pt injury or complications resulted.